Event description:
An infusion pump inaccurately infused during biomed testing. During service testing, a baxter service tech found the pump to underinfuse. The facility's rep stated that no pt injury was reported on this pump since the last baxter service event.